Event description:
It was reported that the customer's insulin pump had a bolus anomaly. Her blood glucose level was not reported. With every battery change the bolus wizard turned off. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.